Event description:
It was reported that the patient underwent an inguinal hernia repair surgery on (B)(6)2024 and suture was used. After clamping, the needle bent extremely on the first stitch, so that a second stitch was no longer possible without the needle breaking. Upon closer inspection of the remaining foils, all the needles in the box were damaged. There was no patient consequence. Additional information was requested.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Four products are reported to be involved. Please clarify how many needles bend extremely during the first stitch: did the needles break on all four involved products? It was reported that "upon closer inspection of the remaining foils, all of the needles in the box are obviously damaged." Out of the four involved products, how many needles were damaged straight from the box? Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned related events captured via: 2210968-2024-04837, 2210968-2024-04838, 2210968-2024-04839.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 6/25/2024. H6 component code: g07002 no device problem found. H3 investigational summary: the product was returned to ethicon for evaluation. Sixty-seven representative unopened samples and one open sample undispensed that pertain to product code eh7772h were received for analysis. As per the sampling plan, a visual inspection was performed on thirteen samples, and the open sample. The swage and attachment area were noted to be as expected. The tip and body of the needles were examined under magnification, and no anomalies or issues related to bent or breakage needles could be observed during the evaluation. In addition, the sample was tested by resistance test to the needle and met the requirements. As part of ethicon quality process all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 5/22/2024. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional information was requested, the following was obtained: four products are reported to be involved. Please clarify how many needles bend extremely during the first stitch: 4. Did the needles break on all four involved products? Yes. It was reported that "upon closer inspection of the remaining foils, all of the needles in the box are obviously damaged." Out of the four involved products, how many needles were damaged straight from the box? All (B)(4). Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Will be send next week. Please provide the source or name of person providing answers to follow-up questions (not the person relaying/submitting answers to loc or chu). (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.